Event description:
Manufacturer received a report from a facility representative that the pt allegedly fell out of the chair due to the wheel locks allegedly failing. The pt was transferring from a recline chair to a wheelchair. As a result of the incident, the pt sustained head lacerations requiring stitches.